Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with gastroparesis and hyperglycemia some time during the first week of (B)(6). The patient's blood glucose level was not provided but the patient was wearing the pod at the time of the reported event. Symptoms reported include stomach pain, nausea and vomiting. The patient was treated with unspecified administration of fluids, insulin via pod, pain and antinausea medications. The patient was discharged after staying 1 night at the hospital.